Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2012 alleging inaccurate high readings on his one touch verio pro meter. A medical surveillance specialist (mss) sent follow up questions and the customer care advocate (cac) spoke to the patient and obtained the following information: the patient mentioned that the actual date of the symptoms was on (B)(6) 2012 and not (B)(6), 2012 as initially reported. The patient mentioned that on (B)(6) 2012 at 5:00pm before eating dinner, he developed symptoms of loss of concentration and slight trembling. The patient claims he tested on his verio pro meter and obtained a 141 mg/dl. Approximately 8 minutes later he tested on his abbot and used a sample from his ear and obtained a 52 mg/dl and then at 5:38 pm he tested and obtained a 58 mg/dl using a fingerstick. He felt that his verio pro is inaccurate high based on how he was feeling. The patient then self-treated with food/drink and felt better 20-30 minutes later after self-treatment. He did not seek any further medical attention or contact his physician for assistance. Blood glucose readings prior to the symptoms were 115 mg/dl at 11:31am and 74 mg/dl at 2:58 pm. The patient claims he tests on an average 10 x a day. A normal blood glucose reading for the patient is between 108-130 mg/dl. The test strips were in good condition and not expired. The tests trip vial was not cracked or broken. The patient ran a quality control test several times over the phone with the customer care advocate (cca) and the test strips passed using the control solution. The technique of applying blood on the test strip was correct. The products were replaced and requested back for investigation.at this time there is no evidence that that the meter caused or contributed to an adverse event since the patient was already in injury prior to testing his blood glucose. The complaint is being reported since the patient claims his meter result did not correlate with his symptoms.

Manufacturer narrative:
Follow-up (8/15/2012)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 and (B)(4) 2012 respectively with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: test strips - (B)(4) 2012. Meter - (B)(4) 2012.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.